Manufacturer narrative:
Initial reporter phone: (B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that there was reverse blood when the sheath was inserted into the patient¿s body. When it was checked, the hemostatic valve fell into the hub. The issue was resolved by changing the sheath to another one. The procedure was completed without patient consequence. Additional information was received on 18-apr-2022. It was reported that the hemostatic valve was dislodged in the hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. Patient hemodynamics were not compromised due to the bleeding and the approximate volume of blood that was lost was a few drops, but the exact amount is unknown.

Manufacturer narrative:
The device evaluation was completed on 29-may-2022. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that there was reverse blood when the sheath was inserted into the patient¿s body. When it was checked, the hemostatic valve fell into the hub. The issue was resolved by changing the sheath to another one. The procedure was completed without patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component and the shaft was bent. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device 00001829 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to address this issue. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) component code: rod/shaft (g04112) were selected as related to the bent shaft. Investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the hemostatic valve separation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).